Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The lot code for the reported device was not provided. The x-rays and medical records were requested, but not provided. If additional information becomes available then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # unk, lot# unk, description: c-taper lfit hd 28mm. It cannot be determined which , if any of these devices may have caused or contributed to the pt's pain.

Event description:
It was reported that, "pt complained of groin pain. Surgeon decided to convert bipolar to a total hip."